Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro device was plugged in and the handpiece did not fit well at the connector. The or staff checked the hemopro's plug and found a rubber piece in the plug. They removed the rubber piece from the plug then replugged into the hemopro device and it fitted well at the connection. At this point the hemopro device, and it fitted well at the connection. At this point, the hemopro device worked intermittently, it would cauterized and then stopped. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review cannot be performed because the lot number was not provided by the hospital.